Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 158 mg/dl at the time of the event. Moreover, the infusion set had been used for three days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.